Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a endoscopic nasal bile drainage procedure. According to the complainant, the physician attempted to insert the guidewire into the common bile duct. It was difficult to advance the guidewire to the common bile duct, so he attempted to insert it through an olympus angiography catheter. However, the guidewire didn't advance to the common bile duct; it would advance to the pancreatic duct. During repeat attempts at insertion/withdrawal, the distal tip of the guidewire detached and fell into the pancreatic duct. The procedure was able to be completed with this device. The distal tip was going to be removed from the patient using a balloon on (B)(4) 2012. However, the physician consulted with surgeons and they decided to remove it during a previously scheduled surgery for pancreatic cancer. This surgery was canceled due to the condition of the patient's pancreatic cancer. Subsequently, when they checked pancreatic duct, the distal tip was not found. They thought it had been eliminated naturally. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint was able to be confirmed. After performing the product analysis, the pebax coating was found to be damaged; the corewire is exposed by approximately 1.8cm. Remnants of adhesive were found indicating that the pebax section had been properly attached to the corewire. The device appears to have been pulled against resistance. It is possible that unstated procedural factors and possibly clinical factors may have contributed to the device being damaged during the procedure, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a endoscopic nasal bile drainage procedure. According to the complainant, the physician attempted to insert the guidewire into the common bile duct. It was difficult to advance the guidewire to the common bile duct, so he attempted to insert it through an olympus angiography catheter. However, the guidewire didn't advance to the common bile duct; it would advance to the pancreatic duct. During repeat attempts at insertion/withdrawal, the distal tip of the guidewire detached and fell into the pancreatic duct. The procedure was able to be completed with this device. The distal tip was going to be removed from the patient using a balloon on (B)(6), 2012. However, the physician consulted with surgeons and they decided to remove it during a previously scheduled surgery for pancreatic cancer. This surgery was canceled due to the condition of the patient's pancreatic cancer. Subsequently, when they checked pancreatic duct, the distal tip was not found. They thought it had been eliminated naturally. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.